Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the bridging stent grafts in fenestrated and branched aortic repair have a good midterm patency. Despite this, remaining issues are often related to the bridging stent grafts. (B)(4).

Event description:
Article received: lindstrom, d. E. (2019). Bridging stent grafts in fenestrated and branched endovascular aortic repair: current practice and possible complications. The journal of cardiovascular surgery, pp. 476-484. Purpose: this review aims to assess the current literature on bridging stent grafts and discuss complications, illustrated by case reports. Method: literature review of case reports. Per the article adverse events included - pseudoaneurysm.